Manufacturer narrative:
Analysis/full functional test run of the found no issue with the unit. There was no fault repeated. The unit passed the tests. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the mainframe was inaccurate during the procedure. There was no patient impact.